Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the day prior they tried charging for almost an hour, and could only get two boxes filled in. It was noticed the consumer fell twice in the past three weeks. It was recommended to follow-up with the healthcare provider (hcp) if the recharger antenna didn¿t resolve the issue. No patient symptoms or further complications were anticipated. Additional information was received from the consumer reporting that they are still having the same issue with coupling and charge duration. They states there are no falls/traumas/medical procedures/change in implant pocket site that they think would be related to the issue. They were unhappy with the solution given today and they thought they should get new equipment sent again. It was reviewed that the equipment replacement did not resolve the issue, so at this point, they should see their hcp to determine root cause. They asked about the backlight dimming when charging, which it was reviewed that to light it up again, she will need to press green button again.